Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 18-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the catheter migrated distal and a catheter revision was done. Additional information received reported that the spinal portion of the catheter was removed. During the procedure it was determined that the original spinal portion of the catheter was indeed perfectly fine with good csf (cerebral spinal fluid) flow. However, when attempting to reconnect with a collette, the spinal portion of the catheter was cut too short and not enough catheter existed to make a good connection. After several attempts the surgeon decided to put in a new spinal portion catheter that was longer and allowed her to make the connection to the pump catheter portion. The surgery was successful in the end and there was no product failure per the surgeon. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.